Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found during service.

Event description:
The demo ventilator was returned without a problem reported from the customer. During service of the ventilator, the carefusion service tech found that component jp4, pins 3 and 5, of the power flex circuit were burned.